Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The reported event was caused by a g1 board failure. The exact cause of the g1 board failure could not be conclusively determined. In addition, no abnormalities were found inside the device other than the reported event, so the cause could not be surmised. -from the device evaluation results by olympus service operation repair center (sorc), the failure of the g1 board was confirmed. -no anomalies were found other than the reported event. The device had no repair history. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at olympus service operation repair center (sorc). Sorc checked the device and duplicated the reported phenomenon. As a result of the evaluation, the following was confirmed. -there was no abnormality in the appearance of the device. -the device did not turn on due to a g1 board failure. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the device did not turn on. There was no report of patient injury associated with the event.